Event description:
Reporter indicated that vns patient was hospitalized in intensive care unit because her device 'went haywire' and she felt like it was shocking her from the generator site all the way up her neck, through her head, and down her back. The patient reported that the patient was unbearable. While hospitalized, a cardiologist reportedly told the patient that she had a heart problem and that if she experienced a similar incident again, she would die; however, the patient did admit that she was medicated at the time of her discussion with the cardiologist and that she did not remember the entire conversation. It was reported that normal mode stimulation was discontinued while the patient was hospitalized but that magnet mode stimulation remained active. The patient reports that 'her voice was damaged and it was difficult to swallow' since being discharged from the hospital three days later and that she is subsequently not able to swallow her medications. The patient reports that she has not experienced any pain since the normal mode output current was programmed to off and she has not had any seizures. Further follow-up with treating neurologist revealed that the patient has irregular heartbeats and that she will be evaluated at an upcoming appointment to determine what the cause of the cardiac problem is. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist. Additionally, device tracking information was not forwarded to manufacturer at the time of initial implant and attempts to obtain it have been unsuccessful to date (via fax x2 to implanting facility).

Event description:
Further follow-up revealed that the patient has not yet been seen by a cardiologist. The treating physician hasnot responded to the manufacturer's questions regarding this event.